Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead has high impedance and is suspect of a fracture. The lead also has increasing high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.